Event description:
The following has been reported: biomed reported: "broken! Makes grinding noise and won't load cassette" on sticky note on the unit. Pins are clean. No patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for sticky fva pins. The device was powered on and a mock infusion was attempted, device immediately alerted tube misloading error. The device was opened for internal inspection. The lower fva pin was heavily coated in a dry, sticky substance. The fva pins were thoroughly cleaned and reinstalled. No other damage was found. A mock infusion was performed without any issues. The device was then reverted, and functional test were performed, the device passed all tests.